Event description:
The patient was being fed using a pump. Approx. 1000-1100ml of enteral feeding solution were hung, and the pump was set to deliver 75ml/hr. Two hours after feeding had begun, staff responded to a pump alarm and discovered the entire feeding tube had been delivered. The administration set had come off the pump . The patient was gasping for air and was blue in the face. Feeding solution was apparent in the patient's mouth. The patient was suctioned and an emergency medical technician transported the patient to the hosp the patient was admitted for aspiration pneumonia.